Event description:
A malfunction alarm with the code malf 0 was reported. There was no reported adverse impact on the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy.